Event description:
It was reported that insulin pump intermittently powered off. It was advised that inuslin pump would need to be replaced. No furthe information provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was monitored for 2 days and no anomalies were noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.